Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter for an unspecified indication. The physician flushed the lumens after the device was implanted. The blue mid port hub of the device leaked at the luer hub and air was evident at the same site during aspiration. The reporter indicates that the leak is located between the flush syringe and the luer lock. The patient is described as very sick; accordingly the physician opted to leave the device in- situ. The leaking lumen/ connector/ luer hub will not be utilized. No adverse patient consequences are reported. The device is not available for evaluation.

Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set investigation - evaluation: a review of functional test, device history record, drawing, IFU, visual inspection, and quality control data was conducted during the investigation. Visual inspection of the returned device was performed. The device was returned in used condition. A lengthwise crack was observed along the blue hub. A usb flash drive was also returned from the customer showing the leakage at the hub. The failure appears to be a crack through a knit line which can cause a weak area in the part and may cause breakage when the part is under stress. This is a molding defect. No defects were found in the initial qc2 lot j264540 from the supplier, cook polymer technologies (cpt). In addition, cpt confirms that the lot passes all tensile and pressure tests on both the manifold and the individual components of the manifold. A review of raw material lots do not show a correlation between the material lot used in this complaint and other complaints filed in the manufacturer's database. However, during manufacture of the catheter uq10.0-35-20-abrm-hc-rd, there were three failed leak tests. This non-conforming product was scrapped. It is feasible to suggest that this defect was present but did not leak during inspection. However, this appears to be an isolated failure because no other failures of this type have been reported for this finished lot or raw material lot. A search of the manufacturer's database revealed that this is the only complaint associated with lot number 7299686. This failure mode is being escalated per internal processes. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
Additional information received identified the cvc was eventually removed.